Manufacturer narrative:
Device was used for treatment, not diagnosis. Hartmann, f. & et al (2014). Two-year results of vertebral body stenting for the treatment of traumatic incomplete burst fractures. Minimally invasive therapy, 1-6. This report is for 2 unknown vertecem devices /unknown part and lot numbers. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no part or lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: hartmann, f. & et al (2014). Two-year results of vertebral body stenting for the treatment of traumatic incomplete burst fractures. Minimally invasive therapy, 1-6. A study was conducted to determine the radiological and clinical mid-term evaluation of traumatic incomplete burst fractures treated by vertebral body stenting (vbs). This retrospective study included patients with traumatic thoracolumbar incomplete burst fractures treated with vbs between 2009 and 2010. The preformed cavity of the patients were filled with polymethylmethacrylate cement (vertecem). A total of 18 patients with an average age of 74.8 years (range: 61-90 years) were treated with vbs. There were 12 females and 6 males. The outcome was evaluated with the visual analogue pain scale (vas), the oswestry disability score (odi), the sf-36 health survey and was radiologically assessed. Two years after the operation the odi and sf-36 showed a moderate limitation of daily activities and quality of life without neurological deficits. Vbs restored the vertebral kyphosis by 3.2° and segmental kyphosis by 5°. A minor sintering was observed at follow-up losing 0.8° vertebral kyphosis and 2.1° segmental kyphosis correction. Asymptomatic cement leakages were detected in two cases: one into the pedicle and spinal canal and one ventrocranial. None of the patients showed neurological deficits or underwent revision surgery. This complaint is against two (2) unknown vertecem devices concerning cement leakage in two patients. This is report 1 of 1 for (B)(4). A copy of the literature article is being submitted with this medwatch.